Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose level was 550 mg/dl. The customer addressed the alarm by performing a supply change and a manual injection was administered to address bg level.